Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: undeployed product returned to aid the investigation. Large amount of blood was found on the system. Visual inspection confirmed complaint as the flexor sheath was separated from the captor valve. Examination found that the sheath was withdrawn approximately 130 mm at the handle however only 15 mm at the tip. Examination of the coil from the flexor sheath found that the 4 first windings were more tight, which would have caused higher friction between the gray positioner and the flexor sheath. This, along with the excessive force used by the physician may have caused the flexor sheath to separate. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a female patient underwent taa repair with right approach. The patient was not suitable for endovascular repair since there was severe tortuosity and calcification. However, because abdominal surgery could not be conducted due to previous treatment of colon cancer, tevar was the only choice. The device was used to be placed in the descending aorta. Delivery system was advanced to the desired position somehow though, outer sheath got separated from captor valve when stent deployment was attempted. Then, the user tried to deploy the stent by withdrawing the sheath with antislip material put, but spiral coil of the delivery sheath and the sheath itself became damaged. Since the sales rep suggested the physician to stop using the device because it would be risky to continue the procedure with it, the physician followed his suggestion. Patient outcome: there have been no adverse effects to the patient.